Manufacturer narrative:
The customer has had no further problems or indications that the problem has continued.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they had questionable high ise indirect na for gen. 2 results on the cobas 8000 ise module. The customer provided an example of an erroneous na result that was reported outside the laboratory. The initial na result was 149 mmol/l and the repeat was 140 mmol/l.. Repeat testing was performed on a different line of the cobas 8000 ise module. Information regarding any adverse event was requested but was not provided. There was no allegation that an adverse event occurred. The na electrode lot number was b98. The expiration date was requested but not provided. The field service engineer (fse) found debris from a clot present in the dilution vessel and the electrodes were due for replacement. The fse cleaned the dilution vessel. The fse replaced the ise and reference electrode. The fse performed a wash with ise cleaning solution and activator. The fse ran a successful ise check. The customer ran successful calibration and quality control.